Event description:
A facility reported that during laparoscopic hepatectomy, an error occurred on the cusa excel w/ console 110v ac with footswitch (cusaexcel2) which resolved when the chip was reattached. No patient injury resulted, but the surgical time was extended for more than 30 minutes.

Manufacturer narrative:
Cusa excel w/ console was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.